Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach was further described as the patient forgot to put a cap on their transfer set during pd therapy. The patient was hospitalized for approximately three or four days for the peritonitis and was treated with unspecified antibiotics (doses, frequencies, and routes not reported). It was reported that intraperitoneal antibiotic therapy was ongoing after discharge for about 18 days. At the time of this report, the patient had recovered from the event and pd therapy was ongoing. The patient was not retrained in aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). After the patient forgot to put a cap on their transfer set, the patient clamped the transfer set, however, some of the fluid leaked out (volume not reported). Should additional relevant information become available, a supplemental report will be submitted.